Event description:
It was reported that the customer experienced a low blood glucose level (value not provided) and became unconscious. Reportedly, the customer was taken to the emergency room and was discharged on (B)(6) 2022. Reportedly, the customer alleged that the pump did not deliver insulin as intended. Although requested, the customer was unable to perform system check with tandem technical support (cts). Multiple attempts were made by cts to obtain additional information, however, additional information was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.